Event description:
Subdural electrodes placed during phase ii neurosurgery removed percutaneously as bedside procedure. The physician inspected each electrode after its removal. Visually, each electrode appeared to be intact. The pt underwent an angiogram and wada procedure on (B)(6) 2014 during which the physician performing the procedure noted what happened to be electrode fragments left behind under the scalp. The neurosurgeon was notified on (B)(6) 2014 and immediately notified the pt and escalated the info.